Event description:
On (B)(6) 2012, the patient's father (reporter) contacted animas reporting that the patient had a low blood glucose seizure on (B)(6) 21012 night and was admitted to the hospital. Prior to the event around 9:30pm, the patient's bg was 96 mg/dl. The reporter stated that 1 hour later, the patient had a seizure while sleeping and the patient's bg was 71 mg/dl on the patient's meter. The reporter contacted 911 and in the mean time, the patient's mother tried to give the patient glucose gel. When the emergency medical services (ems) arrived, the patient was given IV glucose. The patient's bg reportedly was 48 mg/dl on the hospital's meter and it rose up to over 600 mg/dl shortly after arriving to the hospital. The patient was admitted overnight for observation. The health care professional at the hospital noticed that the pump's time/date settings were incorrect on the pump: the pump was set to am instead of pm and was also 1 day behind. For an unspecified time, the patient was receiving am basal amounts during the night and vice versa. The reporter was unable to report when the battery was last replaced. The reporter denied any power loss with the pump and stated that the battery cap was secure. During the animas call, the reporter was asked to reboot the pump; the pump's time reset to the factory default settings. The reporter corrected the pump's time and date settings successfully. This complaint is being reported because the patient allegedly experienced a hypoglycemic seizure as a result of receiving the incorrect basal amounts; the pump's time /dates settings were incorrect. It cannot be confirmed if the date/time was incorrectly set due to a power interruption. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. There were no delivery defects found with the pump during investigation. Unrelated to the complaint, evaluation revealed that the pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Use error contributed to the reported event, the pump displays the "verify" screen after it is rebooted and the time and date must be set to confirm the "verify" screen.